Manufacturer narrative:
Event date is unknown.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported leaking from the filter of an extension set during an unspecified chemo infusion. There was no patient harm.